Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that multiple polaris 5.5 instruments broke intra-operatively. No further information was provided. This is report three of three for this event.

Event description:
It was reported that multiple polaris 5.5 instruments broke intra-operatively. One multi-axial screwdriver stripped and jammed onto a screw, one multi-axial screwdriver fractured, and one dorsal height adjuster fractured. There was no impact on the patient. This is report three of three for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that multiple polaris 5.5 instruments broke intra-operatively. One multi-axial screwdriver stripped and jammed onto a screw, one multi-axial screwdriver fractured, and one dorsal height adjuster fractured. There was no impact on the patient. This is report three of three for this event.

Manufacturer narrative:
Corrections in b5, d4: lot number, d9, h3, and h6: patient and impact codes. Additional information in e1: establishment name and address. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports 3012447612-2023-00227 through 3012447612-2023-00229.